Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 04/27/2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient had a missed low because the receiver did not beep. The patient's husband found the patient was unresponsive and called the paramedics. The paramedics administered glucose and the patient recovered. Additionally, the patient tested the receiver's audio function and it did not beep. At the time of contact, the patient was fine. No further event or patient information is available.